Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and found bubbles coming from the ise mid solution and buffer dispensing. The fse replaced the buffer syringe, adjusted the nozzles on the ise mid solution and the buffer dispensing to resolve the issue. The fse performed calibration, quality control and precision, which all passed. The fse verified the analyzer resumed normal operation. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results for ion selective electrode (ise) sodium (na), potassium (k) and chloride (cl) on their au680 clinical chemistry analyzer. The low results were reported out of the laboratory and were questioned by physician. The patient samples were then repeated, and results were normal. There was no report of change to treatment, injury, or death associated with this event. The customer verbally provided the results for two (2) patients.